Event description:
While using 4fr introducer on left brachial approach for bilateral lower extremity angiogram the sheath broke while in the patient and a piece of the introducer was missing in the patient. The case was converted to an open procedure from the original puncture and a brachial exploration, embolectomy, brachial artery repair was done. Similar device was also brought to the field and placed on the patient to see its x-ray signature; however, device was faint and difficult to see. Additional images of the head were done, without visualization of the broken off piece. The planned angiogram was performed. The remaining pieces were kept along with the wrapper from the packaging. The item was a cook 4fr micropuncture introducer, reference number (B)(4), lot number 4132546. The patient had no complaints upon awakening.